Event description:
It was reported that this right atrial lead exhibited high out of range impedance measurements and high pacing thresholds. Further review was recommended. This lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).